Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('filament end was noted to still be inside the fallopian tube') and pelvic pain ('pain') in a female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nipple infection, delayed period, metrorrhagia, frequency urinary, vaginal discharge, anemia, malaise, asthma, lymphadenopathy, viral infection, sick sinus syndrome, cervicalgia, cardiovascular malfunction arising from mental factors, headache, candidiasis, palpitations and panic disorder. Concurrent conditions included tobacco use disorder, wheezing, hypoglycemia, dizziness, hyperlipidemia, cough, wheezing, chest pain - cardiac, skin rash, muscle weakness, pelvic discomfort, chronic rhinitis, nicotine dependence, vitamin d deficiency and mixed hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain, auto immune-like symptoms (chronic join)"), myalgia ("muscle pain, auto immune-like symptoms (chronic joint/muscle pain)"), migraine ("migraine"), genital haemorrhage ("bleeding ( heavy and long periods ¿ 10 days/ month"), dyspareunia ("dyspareunia, pain with sex"), muscular weakness ("neuromuscular problems (weakness//numbness)"), hypoaesthesia ("neuromuscular problems (weakness//numbness)"), allergy to metals ("nickel sensitivity (allergy to many metals since essure including gold- cannot wear any jewelery)"), fatigue ("fatigue"), urticaria ("hives"), alopecia ("hair loss/thinning"), depression ("worsening depression"), abdominal distension ("belly bloating"), adverse event ("loss time from work due to symptoms") and back pain ("back pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, arthralgia, myalgia, migraine, genital haemorrhage, dyspareunia, muscular weakness, hypoaesthesia, allergy to metals, urticaria, alopecia, depression, weight increased, abdominal distension, adverse event and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, adverse event, allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, migraine, muscular weakness, myalgia, pelvic pain, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. The reporter commented: as per mr sterilization 2012 , essure (B)(6) 2012 (r) 5 and (l) 4 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion. Lot number: a14901, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received. Reporter was added. Event: filament end was noted added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. A14901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nipple infection, delayed period, metrorrhagia, frequency urinary, vaginal discharge, anemia, malaise, asthma, lymphadenopathy, viral infection, sick sinus syndrome, cervicalgia, cardiovascular malfunction arising from mental factors, headache, candidiasis, palpitations and panic disorder. Concurrent conditions included tobacco use disorder, wheezing, hypoglycemia, dizziness, hyperlipidemia, cough, wheezing, chest pain - cardiac, skin rash, muscle weakness, pelvic discomfort, chronic rhinitis, nicotine dependence, vitamin d deficiency and mixed hyperlipidemia. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain,auto immune-like symptoms (chronic join)"), myalgia ("muscle pain,auto immune-like symptoms (chronic joint/muscle pain)"), migraine ("migraine"), genital haemorrhage ("bleeding ( heavy and long periods ¿ 10 days/ month"), dyspareunia ("dyspareunia,pain with sex"), muscular weakness ("neuromuscular problems (weakness//numbness)"), hypoaesthesia ("neuromuscular problems (weakness//numbness)"), dermatitis contact ("nickel sensitivity (allergy to many metals since essure including gold- cannot wear any jewelery)"), fatigue ("fatigue"), urticaria ("hives"), alopecia ("hair loss/thinning"), depression ("worsening depression"), abdominal distension ("belly bloating"), adverse event ("loss time from work due to symptoms") and back pain ("back pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 19-jun-2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, arthralgia, myalgia, migraine, genital haemorrhage, dyspareunia, muscular weakness, hypoaesthesia, dermatitis contact, urticaria, alopecia, depression, weight increased, abdominal distension, adverse event and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, adverse event, alopecia, arthralgia, back pain, depression, dermatitis contact, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, migraine, muscular weakness, myalgia, pelvic pain, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. The reporter commented: as per mr sterilization 2012 , essure (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion,. Lot number: a14901 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('filament end was noted to still be inside the fallopian tube') and pelvic pain ('pain') in a female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nipple infection, delayed period, metrorrhagia, frequency urinary, vaginal discharge, anemia, malaise, asthma, lymphadenopathy, viral infection, sick sinus syndrome, cervicalgia, cardiovascular malfunction arising from mental factors, headache, candidiasis, palpitations and panic disorder. Concurrent conditions included tobacco use disorder, wheezing, hypoglycemia, dizziness, hyperlipidemia, cough, wheezing, chest pain - cardiac, skin rash, muscle weakness, pelvic discomfort, chronic rhinitis, nicotine dependence, vitamin d deficiency and mixed hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain,auto immune-like symptoms (chronic join)"), myalgia ("muscle pain,auto immune-like symptoms (chronic joint/muscle pain)"), migraine ("migraine"), genital haemorrhage ("bleeding ( heavy and long periods ¿ 10 days/ month"), dyspareunia ("dyspareunia,pain with sex"), muscular weakness ("neuromuscular problems (weakness//numbness)"), hypoaesthesia ("neuromuscular problems (weakness//numbness)"), allergy to metals ("nickel sensitivity (allergy to many metals since essure including gold- cannot wear any jewelery)"), fatigue ("fatigue"), urticaria ("hives"), alopecia ("hair loss/thinning"), depression ("worsening depression"), abdominal distension ("belly bloating"), adverse event ("loss time from work due to symptoms") and back pain ("back pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, arthralgia, myalgia, migraine, genital haemorrhage, dyspareunia, muscular weakness, hypoaesthesia, allergy to metals, urticaria, alopecia, depression, weight increased, abdominal distension, adverse event and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, adverse event, allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, migraine, muscular weakness, myalgia, pelvic pain, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. The reporter commented: as per mr sterilization 2012 , essure (B)(6) 2012. (R) 5 and (l) 4 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-feb-2013: tubal occlusion. Lot number: a14901 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('filament end was noted to still be inside the fallopian tube') and pelvic pain ('pain') in an adult female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nipple infection, delayed period, metrorrhagia, frequency urinary, vaginal discharge, anemia, malaise, asthma, lymphadenopathy, viral infection, sick sinus syndrome, cervicalgia, cardiovascular malfunction arising from mental factors, headache, candidiasis, palpitations and panic disorder. Concurrent conditions included tobacco use disorder, wheezing, hypoglycemia, dizziness, hyperlipidemia, cough, wheezing, chest pain - cardiac, skin rash, muscle weakness, pelvic discomfort, chronic rhinitis, nicotine dependence, vitamin d deficiency and mixed hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain,auto immune-like symptoms (chronic join)"), myalgia ("muscle pain,auto immune-like symptoms (chronic joint/muscle pain)"), migraine ("migraine"), genital haemorrhage ("bleeding ( heavy and long periods ¿ 10 days/ month"), dyspareunia ("dyspareunia,pain with sex"), muscular weakness ("neuromuscular problems (weakness//numbness)"), hypoaesthesia ("neuromuscular problems (weakness//numbness)"), allergy to metals ("nickel sensitivity (allergy to many metals since essure including gold- cannot wear any jewelery)"), fatigue ("fatigue"), urticaria ("hives"), alopecia ("hair loss/thinning"), depression ("worsening depression"), abdominal distension ("belly bloating"), adverse event ("loss time from work due to symptoms") and back pain ("back pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, arthralgia, myalgia, migraine, genital haemorrhage, dyspareunia, muscular weakness, hypoaesthesia, allergy to metals, urticaria, alopecia, depression, weight increased, abdominal distension, adverse event and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, adverse event, allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, migraine, muscular weakness, myalgia, pelvic pain, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. The reporter commented: as per mr sterilization 2012 , essure (B)(6) 2012 (r) 5 and (l) 4 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion,. Lot number: a14901 manufacturing date: 2012-05 expiration date: 2015-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: no new clinical information received, update to imdrf/FDA codes only we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('filament end was noted to still be inside the fallopian tube') and pelvic pain ('pain') in an adult female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nipple infection, delayed period, metrorrhagia, frequency urinary, vaginal discharge, anemia, malaise, asthma, lymphadenopathy, viral infection, sick sinus syndrome, cervicalgia, cardiovascular malfunction arising from mental factors, headache, candidiasis, palpitations and panic disorder. Concurrent conditions included tobacco use disorder, wheezing, hypoglycemia, dizziness, hyperlipidemia, cough, wheezing, chest pain - cardiac, skin rash, muscle weakness, pelvic discomfort, chronic rhinitis, nicotine dependence, vitamin d deficiency and mixed hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain, auto immune-like symptoms (chronic joint pain)"), myalgia ("muscle pain, auto immune-like symptoms (chronic joint/muscle pain)"), migraine ("migraine"), genital haemorrhage ("bleeding ( heavy and long periods ¿ 10 days/ month"), dyspareunia ("dyspareunia, pain with sex"), muscular weakness ("neuromuscular problems (weakness/numbness)"), hypoaesthesia ("neuromuscular problems (weakness/numbness)"), allergy to metals ("nickel sensitivity (allergy to many metals since essure including gold- cannot wear any jewelery)"), fatigue ("fatigue"), urticaria ("hives"), alopecia ("hair loss/thinning"), depression ("worsening depression"), abdominal distension ("belly bloating"), adverse event ("loss time from work due to symptoms") and back pain ("back pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, pregnancy with contraceptive device, arthralgia, myalgia, migraine, genital haemorrhage, dyspareunia, muscular weakness, hypoaesthesia, allergy to metals, urticaria, alopecia, depression, weight increased, abdominal distension, adverse event and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, adverse event, allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, migraine, muscular weakness, myalgia, pelvic pain, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. The reporter commented: as per mr sterilization 2012 , essure 07-nov-2012 (r) 5 and (l) 4 coils trailing into cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal occlusion,. Lot number: a14901 manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. A14901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nipple infection, delayed period, metrorrhagia, frequency urinary, vaginal discharge, anemia, malaise, asthma, lymphadenopathy, viral infection, sick sinus syndrome, cervicalgia, cardiovascular malfunction arising from mental factors, headache, candidiasis, palpitations and panic disorder. Concurrent conditions included tobacco use disorder, wheezing, hypoglycemia, dizziness, hyperlipidemia, cough, wheezing, chest pain, skin rash, muscle weakness, pelvic discomfort, chronic rhinitis, nicotine dependence, vitamin d deficiency and mixed hyperlipidemia. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain,auto immune-like symptoms (chronic join)"), myalgia ("muscle pain,auto immune-like symptoms (chronic joint/muscle pain)"), migraine ("migraine"), genital haemorrhage ("bleeding ( heavy and long periods ¿ 10 days/ month"), dyspareunia ("dyspareunia,pain with sex"), asthenia ("neuromuscular problems (weakness//numbness)"), hypoaesthesia ("neuromuscular problems (weakness//numbness)"), allergy to metals ("nickel sensitivity (allergy to many metals since essure including gold- cannot wear any jewelery)"), fatigue ("fatigue"), urticaria ("hives"), alopecia ("hair loss/thinning"), depression ("worsening depression"), abdominal distension ("belly bloating"), adverse event ("loss time from work due to symptoms") and back pain ("back pain"), was found to have a pregnancy with contraceptive device ("pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, arthralgia, myalgia, migraine, genital haemorrhage, dyspareunia, asthenia, hypoaesthesia, allergy to metals, urticaria, alopecia, depression, weight increased, abdominal distension, adverse event and back pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, adverse event, allergy to metals, alopecia, arthralgia, asthenia, back pain, depression, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, migraine, myalgia, pelvic pain, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. The reporter commented: as per mr sterilization 2012, essure (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: tubal occlusion,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.